Manufacturer narrative:
This report is submitted september 12, 2019.

Manufacturer narrative:
This report is submitted on july 05, 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use; subsequently the device was explanted and the patient was re-implanted with a new device during the same surgery.